Manufacturer narrative:
(B)(4).

Event description:
A nurse complained that a patient's inr results on the patient's coaguchek xs meter, serial number (B)(4), were not matching the inr results from the doctor's office coaguchek xs meter, serial number (B)(4). The following results were obtained on (B)(6) 2018 with no specific time provided. All results were stated to be within 7 hours and comparison results were performed back to back. The result was 3.5 inr using the patient's meter and the patient's strips. The result was 2.9 inr using the patient's meter and the doctors strips. The result was 3.0 inr using the doctor's office meter and the patient's strips. The result was 2.6 inr using the doctor's office meter and doctor's office strips. The doctor's strip lot was 25032513 with an expiration date 28-feb-2019. The nurse did not believe the result from the patient's meter and stated that the doctor's office meter was correct because she tested herself on the doctor's office meter and another meter, serial number not provided, and the results were comparable. The nurse mentioned getting a error message twice. The patient's therapeutic range is 2.0 inr to 3.0 inr. A new fingerstick was used for each test and the alcohol was dry before testing was performed. The strips were dosed within 15 seconds. The nurse did not know patient's hematocrit. The patient is not anemic, does not have antiphospholipid antibodies, and is not on heparin or any direct thrombin inhibitors. The patient did not have their coumadin dose changed, is on no new medication, has had not diet changes or new illnesses. The patient did not have any signs of bleeding or bruising. The patient's current condition was provided as feeling okay. The nurse saw that qc checks were complete for all four tests on both meters. The patient's meter and the patient's test strips were requested for investigation. Replacement products were sent. Relevant retention test strips (lot 266834-21) were tested in comparison with the master lot coaguchek xs. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's strips nor the doctor's office strips were returned. The patient's meter was returned and tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors were used for investigation. Donor 1 inr: 2.2 inr; donor 2 inr: 2.5 inr. Donor 1 hct: 48%; donor 2 hct: 48%. Donor 1: retention meter with masterlot strips: 2.2 inr, . Donor 1 :customer meter with masterlot strips: 2.2 inr. Donor 2: retention meter with masterlot strips: 2.5 inr. Donor 2:customer meter with masterlot strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The investigation was unable to find a definitive root cause. The device was requested for return but was not provided.